Event description:
The following has been reported: regarding technical bulletin tsb-0408-1 technical bulletin states serial number range and defective batch numbers for power supply boards power supply board batch number: 0820221006 pump serial number is outside of the stated serial number range from the technical bulletin. The event log shows that error 51 has occurred 26 times this year and presented when carrying out the test from the technical bulletin. Power supply board batch number isn't mentioned in technical bulletin. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed and event is confirmed by saw multiple error id51. "The defective part was received in brézins for investigation." According to provided analysis, nothing was noticed during external visual check. The reported event could not be reproduced during testing, no alarms or error messages were triggered and all tests were compliant with device specifications. The fault is probably due to another component of the device. For this complaint, with the results of analysis no defect could be noted on the part following several checking/tests. No root cause could be identified and this complaint remains not confirmed. To our knowledge this complaint is not being related to patient safety." This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.